Manufacturer narrative:
The reported tip damage was confirmed. The catheter shaft was bent and fractured at the tip. The catheter was recognized by the catheter interface module and zonare viewmate system, however functional testing was unable to be performed due to the returned condition of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a fracture, exposing the internal components of the catheter.